Event description:
It was reported that the patient had the ams artificial urinary sphincter balloon component removed on (B)(6) 2018 due to unknown reasons. An ams artificial urinary sphincter 71-80cm balloon was implanted.

Manufacturer narrative:
Device evaluation the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint so an overall investigation conclusion code of no problem detected was chosen. No allegation(s) were reported. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required.

Event description:
It was reported that the patient had the ams artificial urinary sphincter balloon component removed on (B)(6) 2018 due to unknown reasons. An ams artificial urinary sphincter 71-80cm balloon was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.